Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported via a healthcare professional that the patient was no longer having any problems. The patient was receiving excellent therapy and all device impedances were within normal limits. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s impedances were checked postoperatively the day prior. All of the unipolar pairs were reported to be fine, but one of the bipolar pairs was reported to be low at 245ohms. It was reported that the patient receives paresthesia at a higher amplitude. The patient is not programmed on the low combination so it was reported that it shouldn't be a major issue. The manufacturing representative was advised to monitor the issue, as the low impedance may start to affect other pairs. Technical services also suggested to run the impedance test at 3v as the previous test was done at .7v. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction is being submitted to add the selection of adverse event. No new event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.